Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded trace/history files using the thump software. Unable to verify any pump error alarms/alerts that triggered the open book due to records are before the event date (latest records is on 01/28/2025 15:31:00.000). The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, severely stained serial number label and scratched case. Cracks on battery area and open book were confirmed during analysis. Open book was due to corrosion on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.